Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of a bypass procedure, after the device was fired, the stapler stopped firing and would not continue to fire. The staple line was incomplete distally. Surgeon opened another device to resolve the issue. No patient injury.